Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On july 5, 2007, the lay user/pt contacted lifescan alleging an "apply sample" issue with his one touch ultrasmart meter. The pt indicated that he was unable to obtain a meter reading and had replaced the battery, but the issue persisted. The customer care advocate (cca) noted that the incorrect testing technique was being used and resolved the alleged issue with troubleshooting on the phone. At an unspecified time, the pt attempted to test on his meter but was unable to obtain a reading. In 2007, (unspecified time) he reportedly had an "insulin reaction" and felt like he had low blood glucose. The pt did not report how much insulin he took or when he last took his insulin dosage. His brother gave him orange juice to drink but did not report if his symptoms were relieved. The pt also requested a nurse to come over at 2pm the same day because of his "insulin reaction" and because his meter was not working. The nurse treated him with a shot of an unspecified medication. After he got out of the "insulin reaction", his blood glucose was "110 mg/dl" on an unk device. It would be helpful to know how often the pt usually tests his blood glucose, when he last obtained a successful meter test result, how long he has been unable to test on his meter, and what type/dose of medications he takes for diabetes. It would also be helpful to know what occurred prior to his symptoms, such as his activity levels, medications, and his last attempted test on his meter. Based on the provided info, this complaint is being reported because the pt allegedly had an "insulin reaction" after not being able to test on his meter. The meter, test strips, and control solution were replaced.